Event description:
The representative reported during catheter revision, the distal section of the catheter was not visualized and appeared to have migrated out of the intrathecal space. A planned x-ray/fluoroscopy was anticipated to visualize the distal tip. The drug used in the pump was baclofen. Additional information has been requested.